Manufacturer narrative:
The device is implanted in the patient.

Event description:
It was reported that during middle cerebral artery mca a1 severe stenosis case procedure in a patient, during deployment of the subject stent the operator didn't see the stent markers under fluoroscopy. He withdrew the microcatheter out and then digital subtraction angiography dsa showed that the subject stent was deployed in internal carotid artery ica. Then used another stent as an intervention to go through the same microcatheter to deploy at the lesion and finished the procedure. No other clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during middle cerebral artery mca a1 severe stenosis case procedure in a patient, during deployment of the subject stent the operator didn't see the stent markers under fluoroscopy. He withdrew the microcatheter out and then digital subtraction angiography dsa showed that the subject stent was deployed in internal carotid artery ica. Then used another stent as an intervention to go through the same microcatheter to deploy at the lesion and finished the procedure. No other clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'the operator used stryker microcatheter to deliver subject stent to deploy. However, during deployment the operator didn't see the stent. He withdrew the microcatheter out and then another digital subtraction angiography dsa showed the stent was deployed in internal carotid artery ica. Then used another stent to go through the same microcatheter to deploy at the lesion and finished the procedure'. The event description indicated that the neuroform ez stent was being used in a stenosis case which is not recommended. The neuroform ez dfu states 'the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.